Event description:
It was reported that insulin gauge displayed an amount that seemed different than expected and remained static even though insulin was being delivered on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer support explained that static display could occur when measured pressures used to estimate remaining insulin varied widely and that once actual insulin amount matched the displayed value, gauge would begin decreasing normally, and caller acknowledged and understood this explanation; no further actions were reported.